Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a half day infusor had particulate matter inside of its bladder. This was identified during or after filling with desferrioxamine and before patient use. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The lot 14g050 was manufactured july 23, 2014 to july 25, 2014. The affected device was received for evaluation. A visual inspection on the device (via the naked eye) noted a solid white particle approximately 1.06 mm in length, floating in the fluid pathway of the reservoir. Both visual and microscopic inspection performed on the device. The particle was identified to be polyester material via fourier transform infrared spectroscopy (ft-ir) spectrophotometer scanning. The reported condition was verified, though no cause could not be determine with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.